Event description:
Patient came into emergency department with multiple ICD shocks and inhibition of pacing. Device representative came in to evaluate, noted rv lead to be fractured, unable to program around noise with standard sensitivity programming. Could program voo but patient and family refused to have surgery for new rv lead placed. Patient and family elected to allow patient to pass away (chb).